Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm last thursday. Customer was at work when she used a fork to manually push some insulin in. Customer changed the entire set at home and the issue was resolved. Customer has nothing to return. The no delivery alarm occurred during basal delivery after the customer wore it for 2 days. Customer did not notice any bent cannulas. Customer was advised to use the plunger rod during infusion set changes. Customer's most recent blood glucose level was 114 mg/dl. No additional information provided.